Event description:
It was reported that an infusor over-infused. This occurred during a patient infusion a total of 192 ml of cetuximab (non-baxter drug) and fluorouracil (non-baxter drug). The reporter stated that the device was completely empty after 48 hours instead of the expected 96 hours. The patient reported having diarrhea and abdominal pain. No additional information is available.

Manufacturer narrative:
(B)(4). The lot 13d029 was manufactured between april 8, 2013 - april 9, 2013. A batch review was conducted and revealed that all of the acceptance criteria were met to release the lot. The sample was not available for evaluation. Therefore, no analysis can be performed. Should additional relevant information become available, a supplemental report will be submitted.